Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm (malfunction in tube misloading detection circuitry). There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation information: the flogard infusion pump was serviced on-site. Visual inspection, an alarm log review and force sensing resistor (fsr) testing was completed. No evidence of the f-38 alarm was discovered in the alarm log. During the fsr testing, it was identified that the fsrs were out of specification, which caused the f-38 alarm. The fsrs were replaced to correct the reported condition. The pump passed all testing and was returned to good working order. If additional relevant information is obtained, then a follow-up MDR will be submitted.